Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011 the lay user/patient's parent contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's parent reported the alleged issue began on (B)(6) 2011 at 1:50am. It is not known if the patient was taking any diabetes medications or made any changes to his diabetes management regimen due to the alleged issue. The patient's parent claimed 5 minutes prior to the alleged issue, the patient's stomach was hurting. In spite of the alleged symptom, the patient's parent stated no medical treatment was received for the patient. At the time of troubleshooting, the cca noted the patient had used the subject meter before. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient felt symptomatic prior to obtaining the alleged error message. In addition, there is no evidence of delay in treatment. Therefore, the meter did not contribute to the patient's symptom. However, this complaint is being reported because the alleged issue remained unresolved.